Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition prior to use on the patient, continuous flush was set up and maintained and the patients anatomy was described as 'severely torturous'. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, an assignable cause of undeterminable was assigned to the as reported events of the stent deployed prematurely during use and stent difficult/unable to advance or pullback through catheter.

Event description:
It was reported that during the trans arterial embolization procedure, the stent (subject device) was stuck in the microcatheter. Following this the stent (subject device) deployed prematurely within the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the trans arterial embolization procedure, the stent (subject device) was stuck in the microcatheter. Following this the stent (subject device) deployed prematurely within the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H3 : the device is not available to the manufacturer.